Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a pump position issue.

Event description:
It was reported that at surgery, the inflow cannula had a good position, but after chest closure, it was believed it was pushed so the outflow cannula was more pointing towards the septum. Approximately 1-2 months after implantation, the patient had suction events and continuous low flow alarms. Computed topography (CT) scans and echocardiogram images were taken; the CT images were not available. A minithoracotomy as performed at the pump location. Some strips were attached around the pump at the interface between the pump and apical cuff and around the outflow cannula, and the strips were tied to the ribs. This was pulling the pump outwards slightly. This resolved the pump position issue, and the patient had no symptoms or adverse impact as a result of the event. They were stable and at home with quality of life (qol) since (B)(6) 2023.

Manufacturer narrative:
A3: patient gender not provided. Manufacturer's investigation conclusion: the reported inflow cannula alignment issue could not be confirmed. Additionally, the reported low flow alarms were unable to be confirmed as no log files were provided for review. A specific cause for these alarms could not conclusively be determined through this evaluation. Furthermore, a direct correlation between the alarms and the inflow cannula alignment could not be conclusively established. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G, and the heartmate 3 lvas patient handbook, rev. G are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, this section addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, ¿surgical procedures¿, explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. This section also outlines the steps to reorient the pump. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.